Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time, suspected to be due to calcification. Monitoring of the patient was recommended and if it continues to rise consider a commanded shock. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.